Event description:
It was reported that the patient will undergo explant surgery as their device has been off for some time and the patient has lost a significant amount of weight and the device is now protruding. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. H6 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
Additional information received reporting that the patient underwent explant surgery as planned on (B)(6) 2026.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note the explant surgery had occurred. D6b if explanted, give date, corrected data: initial report inadvertently did not provide the explant date: h6 adverse event problem, corrected data: initial report inadvertently did not code f1903.